Event description:
In 2002 the end-user returned an infusion set along with a reservoir to medtronic minimed, USA. The end-user did not provide any reason. In april 2002 maersk medical a/s received the complaint and 1 used tubing.